Event description:
On (B)(6) 2021, while inserting the aforesaid implant in one of the patient, 3.5,11.5 mm in lower left 6(fresh site) and in lower left 7(extracted root piece) area after drilling the implant went inside but 2 to 3 threads were out and were not going inside. Same issue happened with hex and rachet. It did not engage in the inner coronal portion of the implant. We tried with physio dispenser too and a surgical treatment of 7 minutes extended to about 30 minutes (changing and switching over to different sets of hex and rachet to engage) causing discomfort to patient and the entire surgical team. The dental team after trying for more than 20-30 minutes and then took the photograph, where a vertical crack in the mesial side of the coronal portion is visible clearly. Thereafter the noble biocare team at local and national level were briefed about the incident both through email and telephonically. This is 2nd complaint of implant (previous compliant attached in mail above) within a period of 90 days with a clear manufacturing defect by the company is treated with carefree approach and insult as in spite of several request for discussion with manufacturing head of implant, the same is ignored and neglected repeatedly. A great harm and irreparable loss to (B)(6) reputation and goodwill of dental team is caused by such a product. Just wondering about how lightly it has been taken by the nobel biocare company ignoring the criticality and consequences of such a defective product. The slogan of noble biocare is noble biocare is about you, for your patient and they have exactly responded oppositely in an utmost unprofessional manner. Thus, request to take all the necessary steps and actions against noble biocare immediately.